Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead was being replaced. The patient is lv and right ventricular lead pacing dependent. The lv lead had been showing high pacing thresholds. When the crt-d was taken out of the pocket and the rv lead was disconnected, the lv lead showed loss of capture (loc). The crt-d was replaced for a new one and the lv lead remains in service. At this time the crt-d has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead was being replaced. The patient is lv and right ventricular lead pacing dependent. The lv lead had been showing high pacing thresholds. When the crt-d was taken out of the pocket and the rv lead was disconnected, the lv lead showed loss of capture (loc). The crt-d was replaced for a new one and the lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.